Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foreign material like a dust was found inside the package.

Event description:
It was reported that foreign material like a dust was found inside the package.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one wound drain was received in the unopened original packaging. Visual evaluation noted a black spec measuring 4.00 sq mm was found inside the sealed packaging, inside the packaging, but outside of the inner packaging. This fails to meet specifications as the product must be clean and free from oil or grease or loose foreign matter in excess of an aggregate total of 0.6mm² or 1/16in. In length. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be no follow up to production areas cleaning procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.